Manufacturer narrative:
Per the customer reported complaint, the instrument was returned and evaluated. Engineering evaluation observed a missing piece that broke off of the distal part of the ceramic sleeve, exposing part of the spatula shaft. The spatula has scratches on both sides, suggesting aggressive cleaning. The ceramic sleeve is cracked at the base, however, this crack appears to have propagated from a crack at the distal end of the sleeve. This could be a result of possible overloading at the tip. Electrical continuity passed.

Event description:
It was reported that after 1.5 hours into a total hysterectomy procedure, the ceramic tip of the permanent cautery spatula instrument cracked and fell off. The instrument was replaced with an instrument of the same type to assist in the close of the vaginal cuff. Upon removal of the second permanent cautery spatula instrument, it was observed that the ceramic portion of the tip was also missing. It is believed that the pieces fell inside of the patient, however, the broken pieces could not be located. The procedure was completed without significant delay. As of 08/23/2007, no patient harm, adverse outcome of injury have been reported. The following medwatch report listed below has also been sent to the FDA as it pertains to this event. 2955842-2006-00276